Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
Initial reporter's foreign zip code: (B)(6).

Event description:
It was reported an overheating of the device. The event happened before the procedure, no delay or patient/user injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Mdu was functionally tested for over 10 minutes with no overheating. Mdu did fail for incorrect rpm range (blade ID). Product failed to correctly identify blade ID during functional testing. Cause of blade ID malfunction is a defective sensor on the hall board. The complaint was not confirmed and the root cause could not be determined since the reported malfunction of overheating could not be duplicated during the product evaluation process. The root cause for the identified malfunction has been determined to be a defective electronic component on the hall board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.